Event description:
The customer reported that during a laparoscopic lar, after double clipping on ima, the lf1737 was used to seal it. The ima appeared to be sealed; however, the doctor confirmed that the cut edge of ima had opened. The proximal side of the opened vessel was then clipped to close. The imv and the vessels of narrower than 3 mm could not be sealed successfully and some bleeding occurred. The patient is currently under follow-up. Operating time was extended by more than 30 minutes. The bleeding was less than 200cc and no transfusion was required.

Manufacturer narrative:
(B)(4). Date of initial report : 01/19/2015. Date of follow-up report : 02/18/2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.